Event description:
It was reported to boston scientific corporation that during an anterior vaginal wall repair procedure using a pinnacle pfr kit, the proximal left mesh leg detached at the suture point during insertion of the pinnacle. The physician attributed this to the patient's narrow sub-pubic arch causing the space to be too tight. The physician retrieved the detached suture piece, with the bullet at the end, from inside the patient using forceps. The physician then performed a successful abdominal sacral colpopexy using gore mesh, with no complications to the patient. The patient also had a laparoscopic cystoscopy and a super-cervical hysterectomy. The patient was fine with no issues at her six-week follow-up appointment.

Event description:
It was reported to boston scientific corporation that during an anterior vaginal wall repair procedure using a pinnacle pfr kit, the proximal left mesh leg detached at the suture point during insertion of the pinnacle. The physician attributed this to the patient's narrow sub-pubic arch causing the space to be too tight. The physician retrieved the detached suture piece, with the bullet at the end, from inside the pt using forceps. The physician then performed a successful abdominal sacral colpopexy using gore mesh, with no complications to the patient. The patient also had a laparoscopic cystoscopy and a super-cervical hysterectomy. The pt was fine with no issues at her six-week follow-up appointment.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
(B)(4): the most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable root cause for the suture detachment has been determined to be design. A CAPA has been initiated to address this issue.